Manufacturer narrative:
The actual device was not available; however, the device was evaluated on site by a non-baxter technician. Troubleshooting was performed by qualified technician that replaced the ultrafiltration unit. It was not reported how the technician tested the machine in order to duplicate the issue and to identify the root cause. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported reverse ultrafiltration occurred with an ak 96 machine. The patient¿s starting weight was 70.6kg and the ultrafiltration was set to 1.5l. At the end of hemodialysis, the patient¿s weight was noted to have increased 3.9kg. Oxygen therapy and ECG monitoring were performed; however, no patient injury was reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: hospital road, jiancheng town, n°180. Should additional relevant information become available, a supplemental report will be submitted.